Event description:
It was reported that patient's driveline was damaged and first rescue taped on (B)(6) 2023.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported superficial driveline damage could not be confirmed as no images were submitted for review and a specific cause for the damage could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate ii left ventricular assist system, serial number (B)(6), with no further events reported at this time. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate ii lvas IFU and the heartmate ii patient handbook are currently available. The IFU and patient handbook provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These documents instruct the user to keep the driveline clean and check the driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also cautions the user to call their hospital contact right away if the driveline is damaged (or might be damaged). Both the IFU and patient handbook provide additional instructions regarding driveline care and instruct the user to clean exterior surfaces of the driveline cables with a damp, lint-free cloth and if more aggressive cleaning is needed, to use warm water and mild dish soap. The relevant sections of the device history records for (B)(6) and the driveline, serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.